Manufacturer narrative:
A manufacturer representative went to the site to test the device. Testing revealed that the system was fully functional after replacing the fuse. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a device being used outside a procedure. It was reported that there was no power supply led glowing in the mvs cart after power supply switch was on. After opening the mvs back cover, they found that one led is glowing as a indication that the respective fuse had been blown. There was no patient harm reported as a result of the event.